Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An investigation into the event concluded that per the product step-guide, clinicians were instructed to have the lass sample site in the monitoring position while drawing a clearing volume into the vamp reservoir. With this incorrect stopcock positioning, a small amount of saline remained in the lass sample site. Therefore, when the clinician performed a 1-2cc blood draw from the sample site, the blood sample was diluted with saline. This blood draw was used to obtain blood glucose readings. The clinician stated that once the glucose reading was obtained it was immediately evident that the sample had been diluted. Although there was a potential for inappropriate treatment to be provided, none occurred. Of note, the IFU is silent on this procedural step. A corrective action plan is currently being developed. A review of the manufacturing records indicated that the product met specifications upon release. UDI # (B)(4).

Event description:
It was reported that glucose readings were diluted during use of a vamp optima with lass sample site system. No patient complications were reported. Patient demographics were unable to be obtained.